Manufacturer narrative:
(B)(4) additional information. The sample was received for evaluation; however, it is unclear when it was received. An actual sample was received for evaluation for the reported condition of a separated injection site. A visual inspection of the sample revealed the injection site stem was broken, and part of the stem was found inside the female luer lock adapter. The reported condition was confirmed; however, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a catheter extension set that became separated at the injection site. The condition was reported to have occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.